Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged screw on the battery cover was confirmed with the provided photos. The submitted photos captured the unthreaded screw for the battery cover. It was noted the threads were not within the anchor point. The suspected product is not expected to return for an evaluation. To date, system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. Manufacturing analysis determined the screw was likely received from the vendor in an unthreaded state. As a result of the evaluation, awareness training was conducted for operators, which were shown the difference between threaded and unthreaded screws. The system controller was manufactured prior to this awareness training. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery, which includes removal of the four screws that secure the battery cover. Under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A warranty replacement request was made. The patient never used the controller. The broken controller was discarded.

Event description:
It was reported that while examining a heartmate 3 system controller, one of the screws on the backup controller was stripped and broken. A warrant replacement request was made and the broken controller will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.